Event description:
The anesthesiologist was in the process of placing the vent mask over the patient's mouth, when the patient said "there is something on my lip." A small clear circular piece of plastic was found that exactly matches the hole in the bag that contained the mask. The plastic was removed and anesthesia continued. The packaging is clear thin pliable plastic. The punched holes are approximately 9mm. This particular mask is from lot# 22484, but this probably involves multiple lot numbers.======================manufacturer response for vent mask, vent mask (per site reporter).======================the rep has told the company. They do not plan to change the packaging design/process.what was the original intended procedure?sedation.device #1is this a laboratory device or laboratory test?no.